Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A DHR review was performed by querying the ncmr database for historical data. This search identified no ncmr¿s for this product number and lot. Complaint history search revealed one other complaint for this production lot.

Event description:
It was reported that the anchor got pulled out while the knot was being tied. No patient injury reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.